Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer. Customer declined follow-up from technical support, no further information was obtained.